Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the extension set tubing separated from the luer adaptor was confirmed, but the exact mechanism could not be determined. Two used infusion sets were returned for investigation with 46 unopened infusion sets from lot #aseqf900. The used samples were received with the luer hub separated from the extension set tubing. Only one separated luer hub was returned for investigation. No portion of the tubing was observed within the distal end of the luer hub, which indicates that the tubing did not break at the connection. Adhesive was observed on the tubing at the luer attachment location, which indicates that adhesive was used during the manufacturing process. The outside diameter of the tubing was found to be within specification. Five sealed samples were randomly selected for observation. The packaging was opened and no damage was observed on the unused samples. A microscopic examination revealed that adhesive was present around the extension set tubing at the distal end of the luer hub. A tactual investigation revealed that the luer adaptors were adhered to the extension set tubing. A functional test revealed no leaks in any portion of the infusion set. The adhesive joint showed no evidence of a breach. Since the reported event was demonstrated in the used samples, the complaint was confirmed; however, no distinguishing features in either the used samples or the unused samples pointed to a specific root cause. Potential contributing factors included tensile (pulling) damage or material fatigue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported there was an "issue" with the powerloc 20g needle. No other information was provided. 06/23/2021: the luer hub was separated from the extension set tubing on the returned samples. Two devices were returned for evaluation. This report addresses the second device.